Event description:
It was reported, impedance readings were >40000 ohms one day post operatively when the patient was up and moving around. The patient was getting good pain relief, but when she moved her head, she did not get pain relief and high impedance was noted. Electrode #12 was open and the only electrode with high impedance measurements. Impedance readings were fine intra-operatively and post-operatively. Only the device and extension were replaced. Since the lead tested fine twice, the hcp did not replace the lead. X-rays showed the lead looked fine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).